Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient threw up and started having low flow alarms overnight. The clinic had not been able to get the patient's flow to 2.0 since. The patient was given fluids and antihypertensive medications. Log files were submitted for review and captured low flow events on 14jun2025 and 15jun2025 that seemed to be a patient hemodynamically related issue. It was additionally reported that a computed tomography angiography (cta) and/or echocardiogram was performed which showed outflow graft kink vs occlusion, and the patient had stents placed on (B)(6) 2025 due to a kink in the outflow graft; there had been no improvement of low flow alarms and concern for possible pump thrombosis arose. The patient was provided fluids, and their blood pressure was managed. The patient continued to have low flows. Flows had been anywhere from 0.6 to 1.0 with a speed of 5000 for a little over a week. Log files were submitted for review and captured low flow events on 18jun2025 and 19jun2025. The patient was currently asymptomatic. A treatment of tissue plasminogen activator (tpa) was planned, and log files were sent prior to the treatment which captured low flows between 0-1 liter per minute (lpm) along with rotor noise and displacement. The patients flows had jumped to 3.5 and were steady. Log files were submitted for review and continued to capture low flow alarms however the pump flow was trending upward and was around 2 lpm. It was also noted that the patient performed a system controller exchange. Log files for both system controllers were submitted for review. Both system controllers showed numerous low flow events throughout the event histories. The trended data did indicate that an obstruction in the blood flow path was possible, there was a known kink in the outflow graft that could have been contributing. It was noted that to date, on (B)(6) 2025, the patient had been asymptomatic. Lactate dehydrogenase (ldh) had been 146-188 with no reports of dark urine nor worsening heart failure symptoms, although the patient was supported on a low dose of dobutamine. A repeat echocardiogram was scheduled. The patient had their speed decreased to 5000 rpm over the weekend with drops to engage the extended silence feature. They were clinically stable and were to be transferred back to their primary ventricular assist device (vad) center. Additional log files were submitted for review. The latest event log file began on 21jun2025 at 11:01:01 and was mostly filled with low flow events. Additional log files were provided on (B)(6) 2025 after the tpa was completed. The patient had been stable and flowing from 3.7-4.0 with pulsaility index values 3-4. There were no further low flow alarms noted in the log file since 10:38 am on (B)(6) 2025. Additional log files were submitted almost 48 hours after tpa was completed and after a ramp study; their flows were back up to 3.5-4.1 with a set speed of 5000 rpm and pi from 3.1-5.1. The log file data was unremarkable.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the report of suspected pump thrombus and the reported outflow graft kink could not be confirmed through this evaluation, as no images were submitted for review and the device remains in use. A specific cause for these events was unable to be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these alarms could not be conclusively determined, the account reported these alarms in the setting of suspected thrombus and outflow graft kink. The controller event log files collectively contained events from 15jun2025, 18jun2025 through 20jun2025, and 22jun2025 through 26jun2025. Low flow hazard alarms were captured on (B)(6) 2025. Also of note, left ventricular assist device (lvad) live flags captured harmonic compensation (hc_ctrl) faults on (B)(6) 2025 due to increased rotor noise values and decreased rotor displacement values. Additionally, rotor noise (rot_noise) faults were captured on (B)(6) 2025 due to increased rotor noise values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speeds. Multiple attempts were made to obtain additional information regarding computed tomography angiography results; however, no additional information was provided by the customer. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU, "surgical procedures", also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.